Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device alarmed system error 345. Evaluation found the upstream thermistor at the same temperature as the downstream thermistor. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the event history log showed multiple occurrences of system error 345. The cause was identified to be the upstream thermistor is failing. Ultrasonic sensor will be replaced, which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.